Event description:
Patient implanted in 2008. Patient presented with fever, and pain and redness at the surgical site. Culture was positive for cocci; mesh was explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow-up report when/if product is returned for evaluation or additional information becomes available.